Event description:
Pap test routine, no uti or vaginal yeast infections last 3 years. Evening after pap 1) internal discomfort, 2) a.m. Painful lesions - slight bleeding, swelling, discoloration, 3) peeling, 4) swollen lymph nodes with flu like symptoms, 5) yeast infection, 6) uti cultured and treated, 7) yeast infection, 8) continued discharge.